Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be stretched out of specification. Measurement of the soft cannula length was confirmed to be longer than specification. The timing and cause of this damage could not be determined. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and phb data showed no evidence of issues with insulin delivery. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the adhesive pad of the device, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 25 and 36 hours. It was reported that the pod was leaking and the infusion site (arm) was bleeding. As treatment a new pod was applied.